Manufacturer narrative:
Date of event: the event occurred on an unknown date in (B)(6) 2020. The customer reported this event to the FDA through medwatch: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming and upon starting continuous renal replacement therapy with a prismaflex m100 set, air was observed in the return line. The tubing was changed and a new set was re-primed. A fluid leak was again observed from the access line/y-site for the acid citrate dextrose-solution a. Therapy was discontinued. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. Two actual products were received. The visual inspection and leak test of the first product did not reveal any abnormalities. The reported condition was not verified. The second product was received in a condition where device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.